Event description:
It was reported that the customer experienced low blood glucose readings that required a hospitalization. The low blood glucose readings were treated with a glucagon injection. The customer's current blood glucose was 135 mg/dl. It was also stated that the customer received a low suspend alarm. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).